Event description:
A report was received that the patient was experiencing pain at the anchor site. The patient was given flector patches and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial/lot #:(B)(4), description: scs 70cm iii lead.